Manufacturer narrative:
The manufacturer previously reported an issue with a CPAP device's sound abatement foam. After review, it has been determined that the following information should have been placed into section b.5. On the previous report: the manufacturer received the following information on 10/12/2021. Patient stated particles in tubing/chamber, difficulty breathing/short of breath, patient is receiving radiation for cancer, headaches, dizziness, lightheaded, wheezes a lot, memory is not as good as it was. Additionally on 08/13/2021, the manufacturer received the following information. Patient was diagnosed with breast cancer. Clinical, impact, problem, component, type of investigation, investigation findings, and investigation conclusion codes have been updated accordingly. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058